Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2012 she experienced a hypoglycemic event and lost consciousness while in her vehicle at a stop light. Patient doesn't report any vehicle collision but says that a police officer showed up and called paramedics. Patient also suffered hypothermia. Patient claims that paramedics measured her bg at 34 mg/dl. Paramedics were unable to raise patient's bg so they transported her to the hospital where she was treated with an IV and released 4-6 hours later. At the time of her call to dexcom technical support patient reported that she was doing fine.